Event description:
Faulty strings - tampon [device physical property issue] case narrative: consumer reported via e-mail that tampons had faulty strings. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Faulty strings - tampon [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampons had faulty strings. No injury reported.